Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) incision did not heal completely. It was further reported that the end of the icm appeared to be close to the incision. The icm was removed and replaced. No further patient complications have been reported as a result of this event.